Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
(Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 200 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 295 mg/dl and 296 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
(Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 200 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 295 mg/dl and 296 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: 326mg/dl, (B)(6) 2016 09:28pm. 559mg/dl, (B)(6) 2016 11:00pm. 224mg/dl, (B)(6) 2016 12:00pm. 530mg/dl, (B)(6) 2016 11:00pm. Adverse event not reported.